Event description:
Philips received a complaint on an intellivue mp50 indicating the police requested an investigation into the alarming timeline for this nicu patient that passed away. It was noted that bradycardia occurred followed by a cardiac arrest. Both the deceased patient and their twin were monitored in the same room, so it was also requested to look at the twin's monitor to determine if there was any alarming correlation between the two beds. There was no allegation of device malfunction. No other clinical information or medical intervention was reported.

Manufacturer narrative:
A clinical harm review was performed, and the event is not assessable due to insufficient information; however, there was no allegation of device malfunction that caused or contributed to the death. The cause remains unknown. If additional information is obtained, the medical safety manager and complaint handling will review further. A philips clinical application and sales specialist spoke to the customer; however, the sequence of events leading up to the reported death was not available; however, the death occurred on (B)(6) 2026 between 0600hrs and 1000hrs. The twin that died was in bed (B)(6) and the surviving twin was in bed (B)(6). The complaint was escalated for a technical complaint investigation and review of the event logs. The clinical audit trail shows many instances of red alarms between 0700 and 1000, especially for brady, desat, etc. Based on the information available and the testing conducted, all philips devices appear to have been working as designed, without any issues. It was further noted that there does not seem to be any indication that there was any cross connection between the two beds as there were no red alarms noted on bed (B)(6) during the time of the event. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.